Event description:
The pt presented to the ER on 2 occasions within 24 hours. On both occasions was treated and released. Pt had been on pump less then 2 weeks prior to the reported incident. Pt was preparing to go swimming at 15:30 and the pump reportedly alarmed "pump stopped." The pt then disconnected from their site and went thru the loading process and the pump started working with no problem. At 15:45 they were in the water swimming and swam for a half hour and at 16:15 the pump again alarmed and said on the display "pump stopped." The pt at that point checked their bg and it was 113 so they knew the pump had been infusing and could not have been stopped prior to the alarm. The pt stated they again disconnected from their site and went thru the loading process again and the pump was then working with no problem. At 16:30 they stated they went back in the water albeit with no active swimming. At 17:00 they left the pool, checked their bg and it was 35. The pt reported they attributed the low bg to forgetting to adjust their basal rate for the increased physical activity. Pt stated they treated low bg and were at 154. After dinner bg was 186. Two hours later at 22:30 bg ws 379 the pt stated they gave a correction bolus of approx. 3.5u and which they stated the pump delivered correctly. Pt reported then feeling sick with nausea, and sudden onset of vomiting and severe stomach pains. At 23:30 bg was 476 with large ketones. Pt went to ER and bg was >500. After 5 hours at ER, pt stated they were discharged with bg of 182. Later at home bg was 172 and half hour later bolused for the 172. Started to experience chest pain, rapid heart beat. Checked bg and it was 269. Went up to 304 with large ketones. Went back to ER but was not in dka. They were told they were anxious and given ativan. Pt stated they were unable to eat due to all the vomiting so they ate a small ice cream cone while bg was in the mid 200's. Pt stated they bolused 10u. Pt slept from 15:00-18:00. Checked bg at 18:00 and was 183. After eating, at 22:00 bg was 161 pt then went to bed. Woke up with a bg of 42 at 08:15. Ate and drank and bg 2 hours later was 316. The pt stated the pump was on and running the entire time except for the two episodes of the pump alarming it was stopped and their reloading.